Event description:
Pt was treated in 2003. Pt developed blisters on face one-day post treatment. Thermage was notified of event in 02/2004. At about six weeks post treatment pt developed divots in the effected area. Status of most current follow-up in 04/2004; pt has developed scarring since last follow-up. Scarring is getting better. Pt had silicone injections for the divots.